Event description:
A talent thoracic stent graft was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm and vessel morphology were unremarkable. It was reported that the patient presented to the hospital and subsequently underwent multi-vessel coronary stenting two days later. The next day, the patient developed acute back pain and a CT scan revealed a descending thoracic contained rupture measuring 4cm in diameter. This was not present on pre-admission mra and occurred between the time of admission and the coronary catheterization. Cardiac surgery was consulted and films reviewed for placement of talent stent graft to exclude the contained ruptured thoracic aneurysm. The patient had adequate proximal and distal landing zones and a talent thoracic tf3232c115x was implanted the next day via a right common iliac conduit. The stent graft was dilated with a reliant balloon and post implant angio revealed successful exclusion of the contained rupture with no evidence of endoleak or extravasation. The procedure concluded without incident and patient sent to pacu where she was alert, oriented, and visiting with doctors and family. Approximately 2 hours later, she became bradycardic and a code blue was initiated. The patient's heart rate was raised with drugs but she then cycled down. Additional drugs were administered; however, her heart rate continued to fall. A chest x-ray was performed and showed no signs of blood in her chest. At this time the family decided no further action to be taken and the patient expired. Autopsy was recommended but not yet performed. It was reported that the patient also had an untreated less than 5 cm abdominal aortic aneurysm. The physicians involved feel this was unrelated to the device. No additional information was provided.

Manufacturer narrative:
Required secondary intervention. Evaluation results: cause of death is unknown, no autopsy was performed, no films or operative reports were provided. Death. A contained pre-operatively ruptured thoracic aneurysm. Conclusion: cause of death is unknown, no films or operative reports were provided. A contained pre-operatively ruptured thoracic aneurysm.